Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing resulting in inappropriate mode switches. Programming changes were made. The patient was stable.